Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years due to mitral stenosis with calcification and pannus growth. Per the operative report: "...the prosthetic mitral valve was removed [and] the valve showed calcifications and some overgrowth with subvalvular pannus formation. The valve was then replaced with a new edwards magna ease pericardial tissue valve model 7300tfx serial # (B)(4)7. The valve fit was excellent. ...cardiopulmonary bypass was discontinued without any difficulty. ...the procedure was well tolerated. The patient was transferred to the ICU in good condition."

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification and pannus growth could not be assessed. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the reported findings. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.